Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. There was no adverse impact on the customer's blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond.